Manufacturer narrative:
Mfg site eval: samples received - 12 unopened units. This is the second complaint of this code/batch. There are no units in OEM stock. Linear tensile strength results of the samples received fulfil OEM requirements. The knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Suture breaks, not in the knot but along the suture (linear).